Event description:
Per patient, last infusion the home health nurse had to complete via gravity-was able to have complete dose. Pump states system time out. Advised we will schedule new pump. No other questions for rph (registered pharmacist). No other information provided. Indication - chronic inflammatory demyelinating polyneuritis.